Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was air in the tubing of an unspecified access set. Air was not prevented from entering the tubing once the chamber was empty. The issue was detected immediately and there was no patient injury or medical intervention associated with this event. No additional information is available.